Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04482 and 2134265-2018-04483. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that motor drive unit 5 plus (mdu5+) was connecting intermittently with the pull-back sled, preventing reliable pull back and/or catheter recognition. The physician completed the procedure by using manual pullback. No patient complications were reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the mdu5 plus was returned for evaluation. Mdu5 plus sn (B)(4) passed the mdu5 plus basic functional test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04482 and 2134265-2018-04483. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that motor drive unit 5 plus (mdu5+) was connecting intermittently with the pull-back sled, preventing reliable pull back and/or catheter recognition. The physician completed the procedure by using manual pullback. No patient complications were reported and the patient is stable.